Event description:
The surgeon stated that while using the device, it was bouncing and creating irregular skin grafts. Doctor has experienced multiple cases with irregular skin grafts from the dermatome.